Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) was asked to consult about the right ventricular (rv) and right atrial (ra) lead being explanted because of subclavian crush fractures. The ra lead showed an impedance of greater than 3000 ohms, and the rv lead impedance was in the 200-300 ohm range. Ts also noted episodes of noise. The leads and device were successfully replaced, the device being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.